Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe was difficult to move while administering antibiotics. The following information was provided by the initial reporter: "the issue is with a specific lot of the 3ml syringe when used with a pump, largely when administering antibiotics."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 21-oct-2021. H.6. Investigation: samples and photos received for investigation. Upon visual inspection, no damage or defects observed. A device history review was performed for the reported lot 0195478 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Break out force, sustaining force and are performed, results are within specification limits. No leakage observed and syringe components were correctly assembled inside. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe was difficult to move while administering antibiotics. The following information was provided by the initial reporter: "the issue is with a specific lot of the 3ml syringe when used with a pump, largely when administering antibiotics."